Manufacturer narrative:
(B)(4).

Event description:
During procedure had one endeavor sprint drug-eluting stent implanted to the cx. Post deployment of the stent a hematoma from the stent distal edge (dissection) was confirmed by ivus a micro-driver 2.25*14mm was used to treat the patient. Investigator indicated that the reported event was not related to the study device.